Manufacturer narrative:
(B)(4).

Event description:
On 13mar2017 a patient reported that he/she had keratoconus, then ¿got an infection of acanthamoeba keratitis in one of the eyes, which necessitated a cornea transplant.¿ the pt reported that the ophthalmologist covered the cornea with an acuvue oasys brand contact lens. The pt reported that ¿due to the shape of my eye, even after my eye has been partially sewn shut, the contact lenses seem to continue to fall out of my eye.¿ the pt reported that when the lens falls out it is very painful. The pt reported that he/she did not want to go back to the doctor¿s office so often to get the lens replaced. Multiple attempts were made to the pt for additional information. No additional information has been received. It is unknown if the pt was wearing an acuvue brand contact lens at the time of the event. This event is being reported as a worst case event. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.